Manufacturer narrative:
Product event summary: it was reported power switching events and a loss of power. The controller (con302862) and five batteries (bat220704, bat221540, bat221910, bat222211, bat510114) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller and batteries revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the batteries' connection to the controller during the analysis of the units. Results revealed that the electrical connections between the batteries and controller were stable. Log file analysis revealed that the controller (con302862) contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving bat220704, bat221540, bat221910, bat222211, bat510114 and power switching events due to communication errors involving bat220704. The most likely root cause of the reported power switching can be attributed to momentary disconnections and communication errors between the controller and batteries. CAPA(B)(4) is investigating momentary disconnections. Log file analysis also revealed a controller power up and motor start event on 08/18/2017 at 19:00:34 and 19:00:38 respectively. The data point prior to the controller power up revealed that bat22150 was connected to power port 1 and bat222211 was connected to power port 2 with 23% relative state of charge (rsoc); bat22150 had experienced a momentary disconnection within the preceding15 minutes. The data point after the controller power up revealed that the same batteries were connected to power port 1 and 2; both batteries had experienced momentary disconnections within the preceding 15 minutes. Based on log file analysis, a possible root cause of the loss of power can be attributed to a disconnection of both power sources, the disconnection may have been caused by the patient or by a momentary disconnection between the controller and batteries. Bat221910, UDI#: (B)(4). Device available for evaluation: yes. Return date: 2017-09-20. Device evaluated by MFR: yes. Device manufacture date: 2016-08-31. (B)(4). Bat510114, UDI#: (B)(4). Device available for evaluation: yes. Return date: 2017-09-22 device evaluated by MFR: yes. Device manufacture date: 2016-12-29. (B)(4). Bat221540, UDI#: (B)(4). Device available for evaluation: yes. Return date: 2017-09-22 device evaluated by MFR: yes. Device manufacture date: 2016-08-31. (B)(4). Bat222211, UDI#: (B)(4). Device available for evaluation: yes. Return date: 2017-09-22 device evaluated by MFR: yes. Device manufacture date: 2016-09-01. (B)(4). Bat220704, UDI#:(B)(4). Device available for evaluation: yes. Return date: 2017-09-20 device evaluated by MFR: yes. Device manufacture date: 2016-07-08. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that after log file review, one of the batteries was indicated to have had a communication error.

Manufacturer narrative:
Corrected: b3, b5, g4 initial aware date (B)(6) 2017, h6, h10 product event summary, h10 additional products product event summary: one (1) controller (con302862) and five (5) batteries (bat220704, bat221540, bat221910, bat222211, bat510114) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller and batteries revealed that the devices passed visual examination and functional testing. Log file analysis revealed that the controller, con302862, contained a software feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving bat220704, bat221540, bat221910, bat222211, bat510114. Data log files also revealed multiple instances involving bat220704 where the battery¿s relative state of charge (rsoc) was between 101-201, which are indicative of communication errors. Log file analysis revealed a controller power up event on (B)(6)2017 at 19:00:34. The data points prior to the loss of power revealed that bat221540 was connected to power port one (1) with 68% relative state of charge (rsoc) and bat222211 was connected to power port two (2) with 23% relative state of charge (rsoc). One (1) momentary disconnection was recorded leading up to the loss of power. The data point recorded after the loss of power revealed that bat221540 was connected to power port (1) and bat222211 was connected to power port two (2). The controller was without power for 16 seconds. As a result, the reported events were confirmed. The most likely root cause of the reported premature power switching event can be attributed to momentary disconnections between the controller and batteries. Possible root causes of the reported communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power source. An internal investigation was initiated to capture events involving the controller losing power. An internal investigation evaluated momentary disconnections. Additional products: battery bat221910 h6: FDA method code(s): 4112 h6: FDA conclusion code(s): 12 battery bat510114 h6: FDA method code(s): 4112 h6: FDA conclusion code(s): 12 battery bat221540 h6: FDA method code(s): 4112 h6: FDA conclusion code(s): 12 battery bat222211 h6: FDA method code(s): 4112 h6: FDA conclusion code(s): 12 battery bat220704 h6: FDA method code(s): 4112 this event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional devices added for this event: serial #(B)(4), catalog#1650de, exp. Date: 08/31/2017, device available for evaluation: no. Device evaluated by manufacturer: not returned to manufacturer. Labeled for single use: no. Battery issue. Serial #(B)(4), catalog#1650de, exp. Date:12/31/2017. Device available for evaluation: no. Device evaluated by manufacturer: not returned to manufacturer. Labeled for single use: no. Battery issue. Serial #(B)(4), catalog#1650de, exp. Date:08/31/2017. Device available for evaluation: no. Device evaluated by manufacturer: not returned to manufacturer. Labeled for single use: no. Battery issue. Serial # (B)(4), catalog#1650de, exp. Date:09/30/2017. Device available for evaluation: no. Device evaluated by manufacturer: not returned to manufacturer. Labeled for single use: no. Battery issue. Serial # (B)(4), catalog#1650de, exp. Date:07/31/2017. Device available for evaluation: no. Device evaluated by manufacturer: not returned to manufacturer. Labeled for single use: no. Battery issue. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that there were several power switches between both ports of the controller on several batteries.  In addition, there was a pump stop and restart after exchanging batteries.  The batteries and controller were replaced.  No patient complications have been reported as a result of this event.